Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not working right. The customer's blood glucose level was unknown. The customer also reported that the insulin pump was draining a new battery in 2-3 days and the insulin pump was broken. The device will not be returned for analysis.